Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump usb port was damaged, and the customer was unable to insert the usb cable into the usb port resulting in an issue with charging the pump battery. Reportedly, the usb port "came off" when the pump was unplugged from the charger. The customer's blood glucose level ranged from 200-299 mg/dl. The customer reverted to an alternate method of insulin therapy.